Event description:
It was reported that the vns patient presented with what appeared to be an infection over the generator site and was subsequently admitted to the ER. Follow-up revealed that there was no infection; however, the generator incision site had thinned out and was on the verge of dehiscence. No further information relevant to the event has been received to date.